Manufacturer narrative:
(B)(4). Batch # n56l72. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot.

Event description:
It was reported that during a laparoscopic appendectomy, during the second firing of device across the first staple line, the firing sequence did not feel "normal", and several staples within the staple line looked incomplete/unsatisfactory. The doctor placed additional clips along the staple line to ensure occlusion of tissue. There were no patient consequences reported.